Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter showed a spiral slit, damage, and the catheter was bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter showed a spiral slit, damage, and the catheter was bent. (B)(4).

Event description:
It was reported that during the implant attempt, the catheter broke off during slitting. The physician clamped a portion of the catheter with a hemostat and was able to remove the remainder of the catheter. No patient complications have been reported as a result of this event.